Event description:
It is reported that during an emergency intubation a laryngoscope metal blade separated from it's base necessitating the use of an alternate blade. The pt expired but the cause of death was not thought to be related to the delay in intubation.